Event description:
Customer reported an issue with incorrect time settings on their device, which was detected to be more than five minutes off. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device and follow up if the discrepancy recurs, which the customer acknowledged and understood.